Manufacturer narrative:
(B) (4). Customer reports 2 elite instruments involved in the 3 pts' malfunctions, but could not specify which instrument was involved in each malfunction. The instrument serial numbers provided by the customer are (B) (4) & (B) (4). Manufacturer method/results/conclusions: manufacturer evaluation/investigation pending product return from user facility.

Event description:
Customer reports inconsistent inr results on 2 hemochron signature elite instruments vs an unspecified lab instrument. This report is for pt 1 of 3. Pt's therapeutic range is 2.0 - 3.0. Date unk, 3 consecutive elite inr 9.2, 9.2, 8.3. No lab draw conducted. Consecutive elite inr obtained within minutes. Pt was instructed to hold coumadin dosage. No reports of adverse events or serious injury.